Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that 2 months after initial procedure surgery patient felt pain into distal part of thigh. On x-rays it indicated broken of distal part of nail. Revision surgery was necessary. This report is for 1 unknown nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed (mia). The report indicates that: the lateral femoral nail was implanted on the (B)(6) 2014. According to the device report the breakage of the lfn occurred on the (B)(6) 2014. The patient reported that the breakage happened when she went to a follow-up control to the hospital. The revision surgery to remove the broken implant was performed on the (B)(6) 2014. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constant alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lateral femoral nail. The nail could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device: 9mm ti lateral entry femoral recon nail-ex/400mm/rt-sterile; part # 04.003.260s. The 510k number (k040336). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.